Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a general complaint of under estimated volume to be infused on the secondary infusion. This was reported to a bd representatives during their site visit. There was patient involvement but no harm.

Event description:
It was reported that there was a general complaint of under estimated volume to be infused on the secondary infusion. This was reported to a bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes.